Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic thoracic procedure, the 1st device stopped working after 15 firings. The device would not fire. The 2nd device would not fire and the reload could not be unloaded from the handle. Another handle was used to complete the case. There was no patient injury.